Event description:
The customer reported that the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system boards were evaluated and reseated. The image tube was evaluated and replaced. A complete filament was performed. The system was tested, found to be working as intended and returned to service.